Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported device entrapped air and image lost, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the image was lost and nothing was displayed. During preparatory flushing, no air was removed. The procedure was completed with another of the same device. There were no patient complications. It was further reported that the 90% stenosed target lesion was located in a mildly calcified and moderately tortuous vessel.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During pullback, the image was lost and nothing was displayed. During preparatory flushing, no air was removed. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported device entrapped air and image lost, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.